Event description:
It was reported that the patient was experiencing tingling sensation on her arms and legs while using the spinal pak stimulator. The patient described the pain as needles sticking in the skin constantly. The patient says that the tingling sensation started about 3 days ago with the spinal pak stimulator. The patient stopped using the stimulator last night. The tingling is below the skin. The patient rated the pain as a 10 on a scale of 1 to 10, with 10 being the highest. The patient has not increased her daily activity lately. The patient spoke to her physician who advised her to do the time test if she has any issues to call his office. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The device was not returned to zimmer biomet for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following sections have been updated: b4: date of this report added. G1-2: contact office updated. G3: date received by manufacturer added. G6: type of report. H2: follow up type. H3: device evaluated by manufacturer updated to no. H4: device manufacturer date added. H6: health effect updated 1994-pain. H6: device code updated to 2993: adverse event without identified device or use problem. H6: investigation code added to 4114: device not returned. H6: investigation code added to 4119: insufficient information available. H6: investigation code added to 3331 - analysis of production records. H6: investigation findings code added to 3221: no findings available. H6: investigation conclusions code updated to 4315: cause not established. H10: additional narratives/data. The following sections have been corrected: e3: occupation updated to non-healthcare professional.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2020. Medical product: unknown. Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient was experiencing tingling sensation on her arms and legs while using the spinal pak stimulator. The patient described the pain as needles sticking in the skin constantly. The patient says that the tingling sensation started about 3 days ago with the spinal pak stimulator. The patient stopped using the stimulator last night. The tingling is below the skin. The patient rated the pain as a 10 on a scale of 1 to 10, with 10 being the highest. The patient has not increased her daily activity lately. The patient spoke to her physician who advised her to do the time test if she has any issues to call his office. It was reported that no further information is available.